Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the end that held the rod is bent and broken. The repair technician reported the tip was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. A manufacturing evaluation was completed: one of the tips has sheared off. There is no sign of misuse on this instrument. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was carried out and found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rod introduction pliers for side-opening implants is worn and needs service. The bara holding forceps for 3.5mm bar associated is broken at the end that holds the rod and the hook and screw hold will not twist. The threads have cross-threaded. All complaint issues were found post-operatively. The sales consultant confirmed that there was no patient involvement due to complaint issue being discovered outside of the operating room. This report is 1 of 1 for complaint (B)(4).